Manufacturer narrative:
Date of the event (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep)regarding a patient who was implanted with an implantable neurostimulator (ins) and movement disorders. It was reported that the ins recharger (insr) was not charging up completely and now only receives blank screen. During troubleshooting on the call, when patient felt the connection, patient stated that the did come up showing empty insr battery and then a moment later the screen went blank. No out of box failure was reported. There was no reported medical/therapy problems related to the small part components product. No patient symptoms were reported. It was also reported that connector on the desktop charger (dtc) was loose. A replacement dtc was sent to the patient. Patient also reported poor coupling, however troubleshooting could not be done at the time of the call because the insr was depleted. Patient called back stating that they got the new dtc and the recharger screen was still blank, and nothing when it is plugged in. The patient confirmed that the green light is on and that they tried several different outlets. A replacement insr was sent to the patient. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the replacement of the recharger resolved the poor coupling issue.